Event description:
While troubleshooting for a bent cannula, customer stated the cannulas are bent because the serter is faulty. The serter is making a weird clicking noise. Customer's blood glucose is 420 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.